Manufacturer narrative:
Investigation finding: quality control inspected over the lot number. 315 packs were inspected and no issues were found. It was found that the peanut sponges were properly placed on the holder foam as part of the inspection. In process inspection of 125 packs were randomly inspected and all were acceptable of the sponges placed correctly in the holder foam. (B)(4). Root cause: the peanut sponge is supplied to (B)(6) by (B)(4). Therefore, a supplier corrective action request (scar) was issued to (B)(4). The scar response from meixin medical checked the inventory items of the product (lot #ss2103b03) and shedding of the whole product was not found. It was found some products have too long xr string. The over long xr string will be just inside the outer layer of the sponge after the sponge forming, and it may easily come out after subsequent pressing or squeezing when the sponges are filled into the foam block for use. The subsequent inspection workers failed to find the over-hanging of the xr string. The current procedure does not require to inspect this problem. Corrective action: inspect sponges made by each worker to find the workers whose operation is not meeting standard. Correspondingly, retrain the worker and tighten the quality inspection on the manufacturing of products. If any loose sponges are found during the inspecting and packaging process, scrap the product immediately to ensure no nonconforming products are released. Preventive action: teach the intended purpose of the products to the workers to enhance their quality awareness. Verification: randomly inspect the quality of sponges during production to ensure they all meet product requirements and operation methods. The investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Manufacturer narrative:
Root cause cannot be determined at this time. Corrective action: a replacement product was sent to the customer. A supplier corrective action request (scar) has been sent to the supplier (B)(4) investigation: returned product was not inspected. However, samples of the same product are being evaluated. A supplier corrective action request (scar) is being updated with further information before submitting it as completed. The investigation is incomplete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Shedding the blue xray detectable string during surgery.